Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d9 for device return date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Updated section a1 for patient identifier. Patient weight was unknown.

Manufacturer narrative:
Patient identifier, patient weight not provided

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a loss of osseointegration and the implant was explanted.